Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported by the distributor that it is very difficult to push or pull sodium chloride syringe. As a sample was not returned, a thorough sample investigation could not be completed. It could be possible that the customer is getting some products that are towards the high specification limit and are related to the symptom reported by the customer since they require extra force than normal to expel the solution. A device history record review was completed for provided material number 306546, lot 1035818. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Previous investigations have revealed that improper silicone application within the syringe barrel can create plunger resistance. Several quality initiatives have been implemented on our manufacturing line to ensure that the silicone application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the silicone is uniformly applied to the syringe barrel. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd posiflush¿ normal saline syringe plunger was difficult to move during the saline flush. The following information was provided by the initial reporter: "a user facility biomedical technician reported via fax that it is very difficult to push or pull sodium chloride syringe or it will not push or pull at all. There was no patient harm or adverse event reported at intake."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/20/2021. H.6. Investigation: it was reported by the distributor that it is very difficult to push or pull the sodium chloride syringe. To aid in the investigation, four used samples contaminated with blood were received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. No additional analysis was performed due to the contamination with blood. It could be possible that the customer is getting some products that are towards the high specification limit and are related to the symptom reported by the customer since they require extra force than normal to expel the solution. A device history record review was completed for provided material number 306546, lot 1035818. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. H3 other text : see h.10.

Event description:
It was reported that the bd posiflush¿ normal saline syringe plunger was difficult to move during the saline flush. The following information was provided by the initial reporter: "a user facility biomedical technician reported via fax that it is very difficult to push or pull sodium chloride syringe or it will not push or pull at all. There was no patient harm or adverse event reported at intake."